Event description:
Regarding a 33 year old male patient: during multiple intubations with a manual resuscitator. This did not allow exhalation following multiple inhalations and contributed to the patient developing a small left pneumothorax. A chest tube was placed to resolve the neumothorax. Investigation confirmed the peep valve was attached incorrectly because the inlet port and the outlet port of the peep valve are the same size. To resolve the problem, a ring sleeve is now attached to the peep valve's outlet port to enlarge the diameter so it can only fit to the correct resuscitator port. Also, education was provided to users of the device.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.